Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer prematurely observed insulin drips exiting the infusion set tubing. Customer's blood glucose was 323 mg/dl. Reportedly, customer changed infusion set to address the issue and resume insulin delivery.